Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu assembly was evaluated and identified requiring replacement. No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported that the system intermittently failed to boot, locked up and eventually exhibited a non-recoverable loss of functionality. No pt serious injury or death reported related to this event.